Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: a review of the pump¿s black box data revealed loss of prime warnings due to zero force. A prime sequence was successfully completed with no loss of prime warnings or duplicated alarms. The force sensor calibration did not measure within specifications. The pump was opened and no damage was observed inside. The resistance on the force sensor measured within specifications.